Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 39 mg/dl two nights prior to the call. The customer also noted that her blood glucose reading was low at 55 mg/dl on the morning of the call. She reported that the issue was not related to any insulin pump issue, advising that it was a flare up of her fibromyalgia. She was advised to consult with her doctor regarding the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.